Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage indicated battery depletion/eri (elective replacement indicator). At the time of eri on (B)(4) 2012 the s2d file shows battery voltage equal to 1.2 volts, battery impedance ~291 ohms.

Event description:
It was reported that a remote transmission showed that the device was at eri (elective replacement indicator). The patient was brought into the office and an interrogation showed no lead or battery information and found that the device had an eri lock up. New software was loaded onto the device and it was reset. The device remains in use. No patient complications have been reported as a result of this event.